Event description:
It was reported that the patient presented for follow-up with an alert for low, out of range pacing lead impedance. Externalized conductors were observed. Lead revision is planned. The patient condition is fine.

Event description:
New information received states the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.